Manufacturer narrative:
The date of this submission is 28-mar-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 31-jan-2017 from a male consumer (age unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine cool mint mint floss, dentally (lot number 3435d, frequency, expiration date and indication unspecified). After an unspecified duration, he noticed that the cutter part was broken off. The consumer mentioned that he was not able to cut the floss. This report had no adverse event and the action taken with the device was unknown. The field sample was received on 13-feb-2017. Evaluation of the device is anticipated but has not yet begun. This report was considered a reportable malfunction in the united states of america. Additional information was received on 18-mar-2017. A review of complaint data by product and subject category revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. On 13-feb-2017, field sample of one listerine coolmint floss was received used and was visually evaluated on 27-feb-2017 and a test method by appearance. The sample did not meet specifications as it was received with insert breakage. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Based on the field sample results, there was evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of confirmed. A review of the data associated with the defect plastic insert assembly with cutter portions breaks during use for medium size was performed and no unfavorable trends were identified. Complaint trends will continue to be monitored. This report had no adverse event. This report remains as a reportable malfunction case in the united states of america.

Manufacturer narrative:
The date of this submission is 17-feb-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from a male consumer (age unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine cool mint floss, dentally (lot number 3435d, frequency, expiration date and indication unspecified). After an unspecified duration, he noticed that the cutter part was broken off. The consumer mentioned that he was not able to cut the floss. This report had no adverse event and the action taken with the device was unknown. The field sample was received on 13-feb-2017. Evaluation of the device is anticipated but has not yet begun. This report was considered a reportable malfunction in the united states of america.